Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial/lot number was unavailable. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
During the procedure the ep-4 stimulator touchscreen would not connect or communicate with the stimulator. All connections were checked and the stimulator was connected directly to the computer but the issue could not be resolved. The procedure was cancelled and rescheduled. There were no adverse patient consequences.